Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported slda. The reported unexpected medical intervention was a result of case specific circumstance as another clip was implanted to stabilize the slda clip. There is no indication of a product issue with respect to manufacture, design, or labeling.na

Event description:
This is filed to report a single leaflet device attachment requiring intervention.it was reported that a patient presented with grade 4 mitral regurgitation (mr). During a mitraclip procedure, two ntws were implanted. The second ntw had a single leaflet device attachment (slda) shortly after deployment, and the anterior leaflet was detached. An additional clip was implanted to stabilize the slda and reduce the mr. There were no adverse patient sequelae or clinically significant delay. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.